Manufacturer narrative:
The sample has not yet returned. A follow-up MDR will be submitted when the plant completes the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed with an unknown error during dwell 3 of 7. While troubleshooting she found fluid leaking from the cassette door. The patient was advised to discontinue treatment. The sample is being made available for evaluation. During follow up the patient's pd nurse reported the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.